Event description:
This customer reported a failure to discharge via paddles. There was no report of any patient involvement.

Manufacturer narrative:
(B)(4). This customer reported a failure to discharge via paddles. There was no report of any patient involvement. The device was evaluated locally by philips. The reported symptom was reproduced. Replacement of the paddle set resolved the symptom.